Event description:
Customer's spouse checked their blood glucose and received a result of 174mg/dl. The customer ate dinner and dosed 12 units of humalog. One hour later the customer was shaky, sweaty and disoriented. The paramedics were called and they received a blood glucose result of 26mg/dl, on the customer's device the result was 235mg/dl. The customer was given an injection of glucose. 30 minutes later the customer's spouse used different glucose test strips and received a result of 129mg/dl, the paramedics device also read 129mg/dl, the paramedics device also read 129mg/dl. No controls were being used.